Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported that one of the garments irritates his skin. There was no alleged device malfunction contributing to the irritation. Patient was advised by a physician that he could remove the device as needed. Follow up indicated that the patient has been removing the device for periods of time and the rash has improved.